Manufacturer narrative:
Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by overloading. The patient was reported to be obese; bmi: 31.4 bmi category: obese class one (moderately obese). The plate was explanted 3 months after the initial surgery and needed to be replaced, there was a delayed union which could have contributed to the breakage in conjunction with the patient weight. Please note that the current IFU reads: precautions for use: it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that removed a broken anchorage plate.